Event description:
Boston scientific received information that two days post implant procedure, after the patient removed their arm sling, this right ventricular lead exhibited loss of capture and poor sensing. The lead was observed to have dislodged, however, pacing was not inhibited. This lead was re-positioned and remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.